Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the definitive cause of single leaflet device attachment (slda) could not be determined. The reported worsening mitral regurgitation (mr) was due to slda. The reported patient effect of mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedure. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event date estimated. Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to 1-2. During discharge, a control echocardiogram was performed, which found that the most lateral clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2019, a second procedure was performed in which two clips were implanted successfully reducing mr from 3 to 1. No additional information was provided.